Event description:
A pre-surgical pt generated initial architect c8000 sodium results of 108 and 109 mmol/l (these results were later found to be invalid due to a pipetting error caused by the lab's automated aliquoting instrument). The sample was repeated two days later and generated a result of 144 mmol/l and was reported out of the lab. Two hrs later, the same sample was retested and generated sodium results of 156 and 158 mmol/l. A field svc call was initiated and bubbles were observed within some of the analyzer's tubing. The ict 1.0 ml syringe, the check valve, the pump bellows and poppet valves were replaced. The sodium assay was calibrated and controls were within specifications. The field svc engineer then retested the sample in question and generated sodium results of 161 and 162 mmol/l. There is no further pt info available and no impact to pt management reported.